Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks. It was noted that during one episode the inappropriate shock put the patient into ventricular fibrillation (vf). The vf was not converted by the device. It was also noted that the shock impedances had measurements at 160 ohms, which was high within normal range. Technical services (ts) examined device episode data and found that there was under sensing that resulted in the ending of the stored episode. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. This product is expected to be returned to boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks. It was noted that during one episode the inappropriate shock put the patient into ventricular fibrillation (vf). The vf was not converted by the device. It was also noted that the shock impedances had measurements at 160 ohms, which was high within normal range. Technical services (ts) examined device episode data and found that there was under sensing that resulted in the ending of the stored episode. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. This product is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.